Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported failure to capture.

Event description:
It was reported that this right atrial (ra) lead was experiencing intermittent capture, resulting in inconsistent conduction to the right ventricle. It was noted that the patient had undergone multiple atrial ablations in the past and the physician described the atrium as segmented. This ra lead was explanted and replaced with a lead which was positioned on the posterior atrial septum. No additional adverse patient effects were reported.